Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. A functional assessment revealed the motor was damaged. This was due to immersion during cleaning. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).

Event description:
It was reported that the hand piece device had an "e6 error". It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available for use. It was unknown if there was patient harm, adverse outcome or injury was alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.